Event description:
It was reported that the surgeon misplaced the anchor and could not retrieve the anchor as the inside of the insertion stick was damaged. The surgeon then had to remove the anchor, and chose to insert a competitor's anchor instead. Surgeon feels that there may be a chance of nerve damage to the pt following the insertion of the competitor's anchor.